Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm and duplicate the reported problem. It was determined that the printed wire assembly was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46510. There was no patient involvement.